Manufacturer narrative:
Visual analysis was performed on the returned device. The reported irregular appearance/foot distorted was observed as foot displacement. The reported difficulty to close the foot could not be confirmed due to device condition. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the return device analysis, a definitive cause for the reported difficulties could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. Cycling the lever to open/close foot with tissue in foot possibly caused the footplate displacement or stick out of the body of the device which led to subsequent device entrapment. The subsequent treatment appear to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to a patent foramen ovale (pfo) interventional procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, the foot of the second prostyle device was not completely closed and the device became entrapped in the vessel. The foot was also noted to be distorted. A mini cutdown was performed to remove the device. The sheath was upsized to a 12f sheath and the pfo procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture and a manual suture. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.